Manufacturer narrative:
Device evaluation: the complaint device was not returned for analysis. However, the site provided a photo that suggests that the tip of the sheath was cut off during the process of cutting the conduit. Based on the results of this investigation, no further escalation is required.

Event description:
It was reported that a break occurred. The broken fragment was retrieved. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for use for a left transcarotid revascularization (tcar) procedure. The procedure was planned with conduit access. During closure, the physician cut the conduit at a section not secured by the ioban drape, while the arterial sheath remained inserted. The physician then noticed that the arterial sheath tip had broken off within the portion of the conduit still sutured to the carotid artery. The broken tip was removed, and the remainder of the arterial sheath that was still secured to the patient and sterile drapes was disposed of after the procedure. No patient complications occurred. The break was not present upon package opening nor noticed prior to use.

Event description:
It was reported that a break occurred. The broken fragment was retrieved. The patient presented as asymptomatic. An enroute transcarotid neuroprotection system was selected for use for a left transcarotid revascularization (tcar) procedure. The procedure was planned with conduit access. During closure, the physician cut the conduit at a section not secured by the ioban drape, while the arterial sheath remained inserted. The physician then noticed that the arterial sheath tip had broken off within the portion of the conduit still sutured to the carotid artery. The broken tip was removed, and the remainder of the arterial sheath that was still secured to the patient and sterile drapes was disposed of after the procedure. No patient complications occurred. The break was not present upon package opening nor noticed prior to use.